Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were chronic high thresholds on the left ventricular (lv) lead since implant. The lead was capped and replaced. The patient is enrolled in the post approval network (pan) cardiac and vascular group (cvg) clinical study. No patient complications have been reported as a result of this event.